Event description:
It was reported by service report that the unit exceeds 120 degrees before turning off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.